Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was tested with insulin pump recognize the test reservoir noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and other blood glucose level was 96 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with multiple dose injections. Customer stated that the insulin pump had received no reservoir alarm. Customer did not troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.